Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Reportedly, customer thought that they did not eat enough for a meal bolus that they programmed in the pump prior to the low bg event. Customer consumed carbohydrates to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.